Event description:
It was reported by the customer before use that the cardiosave intra-aortic balloon pump (iabp) was not turning on. There was no patient involvement reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.